Manufacturer narrative:
(B)(4). The vv6 pro device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Signs of blood was observed on the proximal end. The c-ring was completely intact. No failures were observed. A mechanical investigation was conducted. The device was evaluated for insufflation system function using the unson testing. The flow value was measured at 2389 sccm, which is within test specification. The device passed the unson testing. Based on the result of the testing, the reported failure mode ¿leak; co2 leaks/tunnel collapse¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had co2 leak. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro had co2 leak. A replacement device was used to complete the procedure. The hospital did not report any patient effects.